Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported kinked shaft, material deformation, and difficulty to remove were confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they are related to operational context of the procedure. The xience prime instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case the IFU deviation did not contribute to the reported resistance met. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the narrow and mildly calcified lesion causing the reported failure to advance. The device was removed, pre-dilation was performed, and the device was re-inserted (against instructions for use); however, the device failed to cross the difficulty anatomy. The device interacted with both the anatomy and guiding catheter during removal causing the reported difficulty to remove and subsequent material deformation and kinked shaft. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow and mildly calcified lesion in the distal circumflex artery. A 3.5x38mm xience prime stent delivery system (sds) failed to cross the lesion at the left main through the left anterior descending artery due to the anatomy. The sds was removed and the lesion was pre-dilated with a 3.5x15mm and 4.0x15mm unspecified balloon catheter. A second attempt to cross the lesion with the sds was made but this too failed. Resistance with the anatomy and guiding catheter was met on removal of the sds. The sds was removed with a little force as a unit with the guiding catheter. The middle of the stent was noted to be twisted and the distal shaft of the sds was kinked. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.